Event description:
It was reported that the packaging not peeling completely and leaving paper shards contaminating sterile syringes with a bd syringe 20ml ll. The following information was provided by the initial reporter: it was reported that the paper is not peeling apart completely and is contaminating the syringes.

Manufacturer narrative:
Investigation: four samples received for investigation, upon evaluation the package is torn and some are without syringes. The samples sent by the client could not be assessed for the reported defect (difficulty in opening the packaging) since these are open and some without product, however, an analysis of the defect is performed on twenty retention samples, ten from each reported lot number. Test performed include evaluating for any package tearing or fiber tear in the package, loose foreign matter in the fluid and non fluid path. Upon evaluation, the results are compliant, no defect observed. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8344737, medical device expiration date: 2023-12-31. Device manufacture date: 2019-02-20, medical device lot #: 9015919. Medical device expiration date: 2024-01-31, device manufacture date: 2019-03-15. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging not peeling completely and leaving paper shards contaminating sterile syringes with a bd syringe 20ml ll. The following information was provided by the initial reporter: it was reported that the paper is not peeling apart completely and is contaminating the syringes.